Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive wear at distal end. The plastic part of the spacer broke-off and is missing. There are no manufacturing abnormalities visually observed with the returned wand. Upon functional evaluation the device was plugged in to a good known q2 controller and was activated in a saline solution at default and maximum settings. Low plasma was produced at distal end as intended. The complaint was verified and the root cause could be determined with certainty. Factors which contribute to the reported event: the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the ceramic part was detached from the tip of the wand. The piece did not remain in the patient. A backup device was available, no delay, no patient injury, the affected wand available.